Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with shortness of breath, dizziness and palpitations in clinic during a follow up. The device was found to be in backup vvi. The device was restored successfully and the patient was stable after the device was restored. Patient will continue with regular follow up.